Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is button error on the pump. Advised customer that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to back up plan. No further information provided.